Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and back pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and back pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 8 months after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for to prevent getting pregnant: mirena from 2010 to 8-jan-2015; for an unreported indication: mirena 20 mcg/24 hr from 2012 to 8-jan-2015. Concomitant products included anthracyclines for vaginal infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / light spotting"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced back pain ("back pain"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), dry eye ("dry eyes"), dry skin ("dry skin"), abdominal pain lower ("cramping") and abdominal discomfort ("abdominal pressure"). The patient was treated with ibuprofen, doxycycline hyclate and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, alopecia, arthralgia, dry eye, dry skin, abdominal pain lower and abdominal discomfort had resolved and the vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, arthralgia, back pain, dry eye, dry skin, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015 : bilateral essure micro-insert placed successfully into the ostium. Pathology report: normal; coils showed in each tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jun-2018: social media received. New events added: joint pain, dry eyes, dry skin, abdominal cramping, abdominal pressure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for to prevent getting pregnant: mirena from 2010 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced back pain ("back pain"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, doxycycline hyclate and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia and alopecia had resolved and the vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received:the event vaginal haemorrhage, menorrhagia, vaginal infection, hair loss, dysmenorrhea added, historical drug, reporter added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for to prevent getting pregnant: mirena from 2010 to 8-jan-2015; for an unreported indication: mirena 20 mcg/24 hr from 2012 to 8-jan-2015. Concomitant products included anthracyclines for vaginal infection. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / light spotting"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"), 3 days before insertion of essure. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced back pain ("back pain"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), dry eye ("dry eyes"), dry skin ("dry skin"), abdominal pain lower ("cramping"), abdominal discomfort ("abdominal pressure"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with doxycycline hyclate, ibuprofen and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, alopecia, arthralgia, dry eye, dry skin, abdominal pain lower and abdominal discomfort had resolved and the vaginal infection, dysmenorrhoea, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dry eye, dry skin, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2015 : bilateral essure micro-insert placed successfully into the ostium. Pathology report: normal; coils showed in each tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-nov-2018: summons received, essure start date , event abdominal pain, were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 8 months after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.